Event description:
While having bowel surgery, cultures were being taken in or when it was noticed that the cotton tip was missing from the applicator when pulled out of the abdomen. The abdomen was flushed and they were unable to retrieve. Notified on 4/16 of pt death on 4/8/97. Cause of death is unknown.